Event description:
It was reported that stent removal difficulty occurred. The target lesion was located in the vertebral artery. A 4.0mmx19mmx150cm express vascular sd stent balloon expandable was advanced for treatment. During the procedure, the catheter was delivered but the stent got stuck. It could not be advance and pulled out. The access system was completely withdrawn outside the body, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, the patient condition following procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: the express sd device was returned for detailed analysis. Upon visual inspection, multiple areas of stretching were observed along the shaft. The shaft was separated 151.5 cm from the hub. Further microscopic examination did not reveal any additional damage. Notably, the stent, marker band, balloon, and tip were absent from the returned device. Product analysis found damage that could have contributed to the reported event.

Event description:
It was reported that stent removal difficulty occurred. The target lesion was located in the vertebral artery. A 4.0mmx19mmx150cm express vascular sd stent balloon expandable was advanced for treatment. During the procedure, the catheter was delivered but the stent got stuck. It could not be advance and pulled out. The access system was completely withdrawn outside the body, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, the patient condition following procedure was stable. It was further reported that the target lesion was 50% stenosed, moderately tortuous, and moderately calcified. It was noted that the device became stuck during advancing. The device was removed together with access system and no additional intervention was required.